Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump via mobile app for insulin therapy.